Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, it was suspected that the left ventricular was perforated by a wire while inserting the novaflex+ delivery system. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, a left ventricle (lv) perforation occurred during a transfemoral tavr procedure which surgically repaired. During bav, remarkable balloon movement was observed and tee showed pericardial effusion. It was deemed that no treatment was required and the procedure was continued. Following implantation of a 29mm sapien xt valve, when exchanging a stiff wire to a pigtail catheter for simultaneous pressure measurement, tee showed increase of pericardial effusion. Since drop of the blood pressure was also observed, it was suspected that the lv was perforated by a wire while inserting the novaflex + delivery system. After pericardial drainage and insertion of an intra-aortic balloon pump (iabp), the patient was monitored but the pericardial effusion continued to increase. The decision was made to perform thoracotomy for hemostasis. Immediately after the chest was opened, the bleeding source was found. The perforated site extended from the lateral wall to the posterior wall was sutured with two stitches and thereafter, a collagen patch (tachocomb) and surgical adhesive (bioglue) were applied. The procedure was completed.